Event description:
It was reported that a user scanned a freestyle libre 3 plus sensor and subsequently received a ¿dosing stops soon¿ alert, then a notification that the sensor was already paired to another device; the agent advised that a new sensor would be required and provided education on blood glucose run mode before transferring the user to the sensor manufacturer. No adverse clinical symptoms reported. Outcomes included no change in therapy beyond transitioning to blood glucose run mode and seeking assistance from the sensor manufacturer. User support included agent-guided troubleshooting, verification of sensor pairing status, and education on appropriate sensor-app use. Investigation of this case revealed that the sensor had been previously paired to a different device, which prevented continued dosing integration and triggered the dosing cessation alert. It was concluded, based on similar reports, that the cause was use of a sensor already paired to another device, consistent with use error and interoperable cgm pairing limitations.